Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2012-00495, 3005099803-2012-00496, and 3005099803-2012-00497 address these devices. It was reported to boston scientific corporation that three resolution hemostasis clipping devices were used on (B)(6) 2012 during a colonoscopy. According to the complainant, during the procedure, the first clip would not deploy from the delivery catheter. The device was withdrawn from the patient, and then the procedure continued. However, the next two clips experienced the same issue; both failed to deploy from the delivery catheter. It is not currently known if the three clips exhibited failure to release scenarios. The procedure was completed using a fourth resolution clip. Reportedly, the scope was in a non-retroflex position during each deployment attempt. No patient complications resulted from this event. The patient condition was reported as stable post procedure.

Manufacturer narrative:
(B)(4): clip failed to deploy from catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.